Event description:
It was reported to boston scientific corporation that the uphold vaginal support system was implanted on (B)(6) 2010.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04563 pertains to the other device. It was reported to boston scientific corporation that following implantation of an uphold vaginal support system during a procedure (date unknown), the patient presented with mesh erosion (date of onset unknown) and had to have surgery to remove the mesh. The date of the mesh removal procedure, the amount of mesh, and the type of mesh removed are unknown. All other information, including the patient's current condition, is unknown.